Event description:
Angioplasty balloon burst and catheter broke while doing a renal angioplasty on a patient. Difficulty was encountered upon removing the catheter and fragment, resulting in prolonged procedure time. Neurological adverse sequela, of uncertain cause, related to prolonged procedure.